Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The insulin pump was received with minor scratched display window. The unit was received with a cracked case at display window corner. The unit was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The unit was received with broken belt clip slot.

Event description:
It was reported that customer had high blood glucose of 563 mg/dl which customer treated with manual injection. Customer reports to have received a motor error alarm, but was able to clear. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real - time veo insulin infusion pump, which is nt marketed in the united states. However, the device is similar to the paradigm real - time insulin infusion pump, which is marketed in the united states.